Event description:
It was reported that a spectrum pump did not recognize a closed door. The event occurred upon power up in the 4th floor department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, does not recognize a closed door occurred. A review of the event history log revealed shut door, power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the hook out of calibration. The hook requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.